Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. A no response letter was sent to the pt. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter has an inaccurate control high issue. The pt claimed he obtained two control solution results of "138 and 143 mg/dl" on the subject meter, which failed quality control test. The product issue began on (B) (6) 2010 (unspecified time). The pt was unable to provide any more info during the initial phone because the pt had symptom of the shakes while performing the control solution test. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the csr was able to obtained two passing control solution results during training. This complaint is being reported because the pt claimed she had symptom that can be suggestive of hypoglycemia after the product issue began. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.